Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient complained of "not feeling right". The clinician noted a jump in the lead impedance and ventricular capture management trends. In addition, no ventricular sensing or ventricular capture could be seen and high impedance was exhibited. A lead fracture was later confirmed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead exhibited infinite impedance measurement. The was capped and replaced.